Event description:
Per the audiologist's report, the patient had difficulty understanding speech with his cochlear implant system. The patient had a long duration of deafness. Sound processor programming recommendations were made in 2007. The results of an integrity test done in 2006, were consistent with normal device function with electrode anomalies noted on 3 electrodes. Further sound processor programming recommendations were made at that time. A second integrity test was requested. The results of the integrity test done in early 2007, were consistent with the results of the 2006 test. Further sound processor programming recommendations were made. The device was explanted and the patient was reimplanted with a new device the following year.

Manufacturer narrative:
.